Event description:
Pt in clinic for prostate biopsy. Malfunction of bard biopsy device during biopsy. Trigger did not release and specimen was not obtained. Device was discarded and new device was used for reminder of procedure. Bard max-core disposable core biopsy instrument, mc1825, lot #: rekt2118. Manufacturer response for biopsy instrument, max-core disposable core biopsy instrument (per site reporter).